Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on date, a back to back blood test was performed nonfasting by the customer and produced test results of 280 and 323mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 12/15/1208 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :202 mg/dl date: (B)(6) time:10:06 am fasting. Result 2 :266 mg/dl date: (B)(6) time:10:20 pm fasting. Result 3 :219 mg/dl date: (B)(6) time:12:18 pm fasting. Result 4 :200 mg/dl date: (B)(6) time:10:08 pm fasting. Result 5 :241 mg/dl date: (B)(6) time:10:43 pm fasting. Customer states that when testing, his results are higher than normal fasting. No changes to exercise and/or diet routine. Date and time not currently set up in the meter correctly. Customer is concerned with the high results from the meter and the customer is also concerned with the variance in the results from the back to back blood test.